Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with episodes of post-paced t-wave oversensing on the ventricular lead via merlin.net. Oversensing was noted on a stored egm. Programming changes and dft were recommended. No further information is available.

Event description:
New information received indicates that new episodes of post-paced t-wave oversensing was noted. Programming changes were made. The patient was stable.

Event description:
Correction: previous programming changes were made. New information received indicates that new episodes of two were observed. The patient was an asymptomatic. No programming changes were made yet.